Event description:
Boston scientific provided the following information: patient presents for rv lead revision due to high threshold and oversensing from unipolar polarity configuration. Procedure completed successfully without complication. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.